Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out of tolerance subthreshold lead impedance patient alert recorded for since point > 100 ohms (101 ohms) on the high voltage coil.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that resistance was fluctuating on the high voltage coil. The lead remains in use and no patient complications have been reported as a result of this event.